Event description:
A review of service data detected a reportable event. Upon servicing belt sn (B)(4), the belt failed the pulse lead hi-pot test and the therapy electrode recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming functional testing. The cause for the test failures was an open pulse wire in the belt's trunk cable connector. The cause for the open wire was a damaged trunk cable connector. The root cause for the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the open wire. The last pt to use this electrode belt did not report any deficiencies.